Event description:
Device interrogated, found in vvi, max outputs, 70bpm. No error displayed. The device was reprogrammed and every time this was done, the device would revert back to vvi, 70bpm, max outputs under re-interrogation. General troubleshooting and resets attempted. Patient had MRI approximately 2 years ago, which is contra-indicated for the device. Device remains implanted, but it is being recommended to come out. (B)(6) 2012 - we were informed this device was explanted and another pacemaker implanted on (B)(6) 2012. Also, the patient reported an MRI being performed prior to the device changes.

Manufacturer narrative:
We received your event description for the above mentioned device and would like tothank you for supporting our post-market surveillance.as of today, the medical device is not available for analysis, therefore the device itselfcould not be investigated. The information you provided has been entered into ourquality system as a complaint. These types of complaints are used to evaluate systemsand device performance throughout our organization and help to maintain and improvethe performance of our devices.should additional relevant information or the device itself become available, theinvestigation will be updated.